Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information become available.

Event description:
The facility representative reported a infusor pump with a condition of "false occlusion alarm, set limits were set too low". This condition occurred during patient use and resulted in an interruption of delivery. The area where this event occurred is anesthesia. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.